Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information received identified surgical intervention was taken and the patient's s1 placement lead was revised. Reportedly, the lead had moved anterior, the lead was successfully pulled back into the original placement.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's left s1 placement drg system lead migrated resulting in lack of pain relief for the patient. An x-ray was obtained to confirm lead migration. Surgical intervention may be taken to address the issue.